Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter defibrillator exhibited non sustained right ventricular oversensing due to post paced t-wave oversensing. Device reprogramming was suggested during the call. No additional information was reported.

Event description:
New information reports that the suggested programming changes were made. The implantable cardioverter defibrillator continues to exhibit post paced t-wave oversensing. New programming changes were discussed and will be performed at the next clinic visit. No patient symptoms were reported.